Event description:
It was reported that the customer was hospitalized with low blood glucose of 20mg/dl. The caller stated that the customer was connected when her daughter was changing the infusion set. The daughter also inquired how to calibrate the sensors. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming and found that the time, bolus history and basal rates were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.